Event description:
Event verbatim [preferred term] I have a blister burnt on my back; it's an open, it took the skin off [burns second degree] , it took the skin off [skin exfoliation] , using nsw heatwrap for lower back pain, read usage instructions prior to use [intentional device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer. A 62-years-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), in an orange box (as reported) on (B)(6) 2018 about 4-5 hours/day, for lower back pain. Medical history included diabetes; an unspecified heart condition; coronary artery disease; and eczema on her feet. Concomitant medication included metformin (metformin), oral, 500 mg 1x/day, for diabetes; isosorbide (isosorbide), oral, 10 mg 1x/day for a heart condition. The patient had used thermacare heatwraps for pain relief in the past with no problems and other heat products for about a week and had no problems. The patient stated that she put on a thermacare heatwrap on (B)(6) 2018 and reported, "I have a blister burnt on my back...this is a blister and it's an open, it took the skin off. I have an open, like a, you know when you get burn... I felt the steaming sensation and I pulled it off and I pulled it off, rubbed my hand over and skin was off." She reports that her skin is dark and she has eczema on her feet. She was not sleeping nor exercising while wearing the heatwrap and wore the thermacare heatwrap under her clothes. She stated that she checked her skin under the product and had read the instructions before using it. The action taken with thermacare heatwrap was permanently withdrawn. The patient was not seen by a healthcare profession but used gramicidin/neomycin/polymyxin b (neosporin) ointment: "I had to because I am a diabetic and I put it on to heal up." She does not have the heatwrap because she threw it in the trash. The outcome of the event was not reported. Additional information has been requested and will be provided as it becomes available. Follow-up (05apr2019): follow-up attempts are completed. No further information is expected. Amendment: this follow-up is being submitted to amend previously reported information: additional seriousness criteria added, comment: based on the information provided, the events of "burns second degree" and "skin exfoliation" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
I have a blister burnt on my back; it's an open, it took the skin off [burns second degree], it took the skin off [skin exfoliation], using nsw heatwrap for lower back pain, read usage instructions prior to use [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer. A 62-years-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), in an orange box (as reported) on (B)(6) 2018 about 4-5 hours/day, for lower back pain. Medical history included diabetes; an unspecified heart condition; coronary artery disease; and eczema on her feet. Concomitant medication included metformin (metformin), oral, 500 mg 1x/day, for diabetes; isosorbide (isosorbide), oral, 10 mg 1x/day for a heart condition. The patient had used thermacare heatwraps for pain relief in the past with no problems and other heat products for about a week and had no problems. The patient stated that she put on a thermacare heatwrap on (B)(6) 2018 and reported, "I have a blister burnt on my back...this is a blister and it's an open, it took the skin off. I have an open, like a, you know when you get burn... I felt the steaming sensation and I pulled it off and I pulled it off, rubbed my hand over and skin was off." She reports that her skin is dark and she has eczema on her feet. She was not sleeping nor exercising while wearing the heatwrap and wore the thermacare heatwrap under her clothes. She stated that she checked her skin under the product and had read the instructions before using it. The action taken with thermacare heatwrap was permanently withdrawn. The patient was not seen by a healthcare profession but used gramicidin/neomycin/polymyxin b (neosporin) ointment: "I had to because I am a diabetic and I put it on to heal up." She does not have the heatwrap because she threw it in the trash. The outcome of the event was not reported. According to product quality complaint group: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Investigation (citi) search was performed: scope: site notification date: 01may2016 through 31may2019/manufacturing site: pfizer albany/complaint class: external cause investigation /complaint sub class: adverse event safety request for investigation. The citi search returned a total of 266 complaints for neck/shoulder/wrist (nsw) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The data shows a trend emerging for the subclass in april and may2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches #, #, # numbers shows a spike in april and may2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-# (name) analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 36-month trend chart for this subclass. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo cd-# and are not valid adverse events. Based on this citi search, there is not a trend identified for the subclass of adverse events safety request for investigation. Refer to the 36-month trend chart attachment for nsw 8hr adverse event safety request for investigation may2016 to may2019.there is no further action required. This investigation was conducted for an unknown lot number of nsw 8hr there was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Product quality complaints provided severity rating of s3 (injury, which could result in the need for medical treatment or hospitalization). Follow-up (05apr2019): follow-up attempts are completed. No further information is expected. Amendment: this follow-up is being submitted to amend previously reported information: additional seriousness criteria added. Amendment: this follow-up is being submitted to amend previously reported information: event coding updated. Follow up (06sep2019): new information received from a product quality complaint group included: investigation results. Follow-up(11sep2019): new information received from a product quality complaint group included: severity rating (s3). Company clinical evaluation comment based on the information provided, the events of "burns second degree" and "skin exfoliation" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event intentional device misuse is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burns second degree" and "skin exfoliation" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event intentional device misuse is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Investigation (citi) search was performed: scope: site notification date: 01may2016 through 31may2019/manufacturing site: pfizer albany/complaint class: external cause investigation /complaint sub class: adverse event safety request for investigation. The citi search returned a total of 266 complaints for neck/shoulder/wrist (nsw) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The data shows a trend emerging for the subclass in april and may2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches #, #, # numbers shows a spike in april and may2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-# (name) analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 36-month trend chart for this subclass. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo cd-# and are not valid adverse events. Based on this citi search, there is not a tren...

Event description:
I have a blister burnt on my back; it's an open, it took the skin off [burns second degree] , it took the skin off [skin exfoliation] , using nsw heatwrap for lower back pain, read usage instructions prior to use [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer. A 62-years-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), in an orange box (as reported) on (B)(6) 2018 about 4-5 hours/day, for lower back pain. Medical history included diabetes; an unspecified heart condition; coronary artery disease; and eczema on her feet. Concomitant medication included metformin (metformin), oral, 500 mg 1x/day, for diabetes; isosorbide (isosorbide), oral, 10 mg 1x/day for a heart condition. The patient had used thermacare heatwraps for pain relief in the past with no problems and other heat products for about a week and had no problems. The patient stated that she put on a thermacare heatwrap on (B)(6) 2018 and reported, "I have a blister burnt on my back...this is a blister and it's an open, it took the skin off. I have an open, like a, you know when you get burn... I felt the steaming sensation and I pulled it off and I pulled it off, rubbed my hand over and skin was off." She reports that her skin is dark and she has eczema on her feet. She was not sleeping nor exercising while wearing the heatwrap and wore the thermacare heatwrap under her clothes. She stated that she checked her skin under the product and had read the instructions before using it. The action taken with thermacare heatwrap was permanently withdrawn. The patient was not seen by a healthcare profession but used gramicidin/neomycin/polymyxin b (neosporin) ointment: "I had to because I am a diabetic and I put it on to heal up." She does not have the heatwrap because she threw it in the trash. The outcome of the event was not reported. According to product quality complaint group: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Investigation (citi) search was performed: scope: site notification date: 01may2016 through 31may2019/manufacturing site: pfizer albany/complaint class: external cause investigation /complaint sub class: adverse event safety request for investigation. The citi search returned a total of 266 complaints for neck/shoulder/wrist (nsw) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The data shows a trend emerging for the subclass in april and may2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches #, #, # numbers shows a spike in april and may2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-# (name) analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 36-month trend chart for this subclass. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo cd-# and are not valid adverse events. Based on this citi search, there is not a trend identified for the subclass of adverse events safety request for investigation. Refer to the 36-month trend chart attachment for nsw 8hr adverse event safety request for investigation may2016 to may2019. There is no further action required. This investigation was conducted for an unknown lot number of nsw 8hr there was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Follow-up (05apr2019): follow-up attempts are completed. No further information is expected. Amendment: this follow-up is being submitted to amend previously reported information: additional seriousness criteria added. Amendment: this follow-up is being submitted to amend previously reported information: event coding updated. Follow up (06sep2019): new information received from a product quality complaint group included: investigation results. Company clinical evaluation comment: based on the information provided, the events of "burns second degree" and "skin exfoliation" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event intentional device misuse is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the events of "burns second degree" and "skin exfoliation" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event intentional device misuse is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Investigation (citi) search was performed: scope: site notification date: 01may2016 through 31may2019/manufacturing site: pfizer albany/complaint class: external cause investigation /complaint sub class: adverse event safety request for investigation. The citi search returned a total of 266 complaints for neck/shoulder/wrist (nsw) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The data shows a trend emerging for the subclass in april and may2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches #, #, # numbers shows a spike in april and may2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-# (name) analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 36-month trend chart for this subclass. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo cd-# and are not valid adverse events. Based on this citi search, there is not a tren...

Event description:
I have a blister burnt on my back; it's an open, it took the skin off [burns second degree] , it took the skin off [skin exfoliation] , using nsw heatwrap for lower back pain, read usage instructions prior to use [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer. A 62-years-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), in an orange box (as reported) on (B)(6) 2018 about 4-5 hours/day, for lower back pain. Medical history included diabetes; an unspecified heart condition; coronary artery disease; and eczema on her feet. Concomitant medication included metformin (metformin), oral, 500 mg 1x/day, for diabetes; isosorbide (isosorbide), oral, 10 mg 1x/day for a heart condition. The patient had used thermacare heatwraps for pain relief in the past with no problems and other heat products for about a week and had no problems. The patient stated that she put on a thermacare heatwrap on (B)(6) 2018 and reported, "I have a blister burnt on my back. This is a blister and it's an open, it took the skin off. I have an open, like a, you know when you get burn. I felt the steaming sensation and I pulled it off and I pulled it off, rubbed my hand over and skin was off." She reports that her skin is dark and she has eczema on her feet. She was not sleeping nor exercising while wearing the heatwrap and wore the thermacare heatwrap under her clothes. She stated that she checked her skin under the product and had read the instructions before using it. The action taken with thermacare heatwrap was permanently withdrawn. The patient was not seen by a healthcare profession but used gramicidin/neomycin/polymyxin b (neosporin) ointment: "I had to because I am a diabetic and I put it on to heal up." She does not have the heatwrap because she threw it in the trash. The outcome of the event was not reported. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "burns second degree" and "skin exfoliation" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Follow-up (05apr2019): follow-up attempts are completed. No further information is expected. Amendment: this follow-up is being submitted to amend previously reported information: additional seriousness criteria added amendment: this follow-up is being submitted to amend previously reported information: event coding updated, comment: based on the information provided, the events of "burns second degree" and "skin exfoliation" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] I have a blister burnt on my back; it's an open, it took the skin off [burns second degree] , it took the skin off [skin exfoliation] , using nsw heatwrap for lower back pain, read usage instructions prior to use [intentional device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6)-years-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), in an orange box (as reported) on (B)(6) 2018 about 4-5 hours/day, for lower back pain. Medical history included diabetes; an unspecified heart condition; coronary artery disease; and eczema on her feet. Concomitant medication included metformin (metformin), oral, 500 mg 1x/day, for diabetes; isosorbide (isosorbide), oral, 10 mg 1x/day for a heart condition. The patient had used thermacare heatwraps for pain relief in the past with no problems and other heat products for about a week and had no problems. The patient stated that she put on a thermacare heatwrap on (B)(6) 2018 and reported, "I have a blister burnt on my back...this is a blister and it's an open, it took the skin off. I have an open, like a, you know when you get burn... I felt the steaming sensation and I pulled it off and I pulled it off, rubbed my hand over and skin was off." She reports that her skin is dark and she has eczema on her feet. She was not sleeping nor exercising while wearing the heatwrap and wore the thermacare heatwrap under her clothes. She stated that she checked her skin under the product and had read the instructions before using it. The action taken with thermacare heatwrap was permanently withdrawn. The patient was not seen by a healthcare profession but used gramicidin/neomycin/polymyxin b (neosporin) ointment: "I had to because I am a diabetic and I put it on to heal up." She does not have the heatwrap because she threw it in the trash. The outcome of the event was not reported. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burns second degree" and "skin exfoliation" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burns second degree" and "skin exfoliation" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.